Event description:
(B)(6) - the dealer stated that the ta4 mechanical wheelchair was found to have the back of the chair loose due to a broken pin. The part will be replaced prior to the unit being sold.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ta4 wheelchair, serial number/date (B)(4) is approximately five year old. The owner's manual part number 1110545, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.